Event description:
The customer reported that during use of this suture hook in an arthroscopic shoulder procedure, the tip broke. This resulted in a one hour surgical delay. The detached tip was retrieved, and the procedure was completed using an alternate device. There was no report of injury related to this event.

Manufacturer narrative:
Investigation results: to date this device has not been received to perform an eval. A follow-up report will be sent upon receipt of the device and completion of an investigation.